Event description:
Per the clinic, the patient developed crusting at the implant site; the patient was prescribed a two week course of keflex (date and dosage not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.